Event description:
Patient was revised to address poly wear.

Event description:
Patient was revised to address poly wear. Disassociation was also identified upon examination of product on (B)(6) 2012.

Manufacturer narrative:
Corrected: event description. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address failure of the liner and poly wear. Doi (B)(6) 2008 - dor (B)(6) 2012 (right hip). Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. Device and records evaluation did not identify or verify product error with regard to the reported event. Improperly seating the acetabular bone screw may have been a factor in the liner not seating and engaging with the acetabular cup as intended. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.